Manufacturer narrative:
(B)(4).

Event description:
There was a reported premature detachment - t1 and t2 were deployed simultaneously. The surgeon experienced this failure mode with 3 devices in the operation. He gave up mending the tear. All implants were removed with a grasper. There was 20 minutes delay in the operation. No patient injury was reported.